Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent port placement procedure using the implanted port. Post procedure during a contrast injection for a CT procedure patient experienced pain. Due to the pain experienced during the injection, the physician decided to remove the port. There was no reported patient injury.

Event description:
On (B)(6) 2012, a patient underwent placement of a powerport clearvue isp on the right chest wall. On (B)(6) 2025, the patient experienced pain in the right chest and neck during the injection of contrast. Repeat imaging was performed, and it was reported: ¿patient complained of burning at the port site following the study; subsequent CT slices obtained through the port revealed no abnormality.¿ the pain was associated with extravasation of the infusion. The port was removed on (B)(6) 2026. During removal, it was found that the port diaphragm had separated from the body of the port. The catheter was intact. The port removal was not part of a normal procedure; it was specifically performed due to neck pain during flushing and signs of impending skin erosion. Port re insertion/replacement was postponed for several days to ensure that the port site was not infected. The current status of the patient is that a new port has been placed and is functioning well without concerns.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury, due to patient exposed with fluid leak along with neck pain, chest pain, burning at the port site, skin erosion, and extravasation. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. B1, b2, b3, b5, d1, d4 (catalog#, unique identifier (UDI) #), g3, h1, h6 patient, method, component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.